Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2018-07018.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni. Report source - foreign: (B)(6). It has not yet been indicated by the complainant whether the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Insufficient information.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision less than three (3) years and six (6) months post-operatively to address tibial component loosening. Attempts have been made and no additional information is available at this time.